Event description:
Patient's parent contacted dexcom to report an irritation/rash.

Manufacturer narrative:
Parent reports irritation only seen after sensor is removed, site looked like a chemical burn after removal and was seeping clear fluid, very red in color, skin is still pink but healing. Parent also reports the site seems to have bumpy/scales to it especially when you rub it on the perimeter. Site was treated with neosporin. Parent cleans skin with soap/water/alcohol, a layer of tegaderm was added over the existing sensor adhesive, wire insertion site is not irritated. Skin is now colorless in the spot/lacking pigment.